Event description:
Following use of a natural rubber latex tourniquet for a blood draw he developed hives and contact dermatitis all over. It started from the area where the tourniquet was applied on his arm. Following reactions from natural rubber latex balloons and balls rptr has avoided natural rubber latex products.